Event description:
The catheter was inserted in the left thigh of a pt for hydration g5, in compliance with hygiene procedure. A plyctene wound with fibrin at the puncture site appeared in the days following. The catheter was removed and replaced with a bd insyte-w IV catheter. A normal course of subcutaneous treatment ensued. The wound extended to 5cm and a depth of 6mm. The wound was treated with hydrocolloid in the blister stage and de-epidermization. Mechanical debridement + alginate when fibrin stage. The wound is still present today, with no fibrin. Maintenance protocol with alginate followed by specialized nurse's wound care.

Manufacturer narrative:
Results: no samples are available for eval. The device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified. (B)(4).